Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, fluoroscopy showed valve was loaded properly. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic (zmed) balloon. The balloon was inflated using a syringe. During the implant, the valve was recaptured due to being aortic. Upon recapturing, an infold was noted to the 5th node. The delivery catheter system (dcs) and valve was removed and a new valve was implanted successfully. Of note, an attempt was made to align the commissures and using the cusp overlap technique. No adverse patient effects were reported.